Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the bottom of one tube was broken resulting in the blood sample leaking out. Additionally, one tube had had a flash molding defect. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-apr-2024. H.6 investigation summary : material #:367962. Lot/batch #: 3222769. Bd received two (2) samples and ten (10) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damage and a broken tube bottom were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damage and a broken tube bottom with the incident lot were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode for damage and a broken tube bottom. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the bottom of one tube was broken resulting in the blood sample leaking out. Additionally, one tube had had a flash molding defect. There was no report of impact to the patient or user.